Event description:
Per the clinic, the fixture was never properly seated during initial implantation, resulting in lack of osseointegration. Subsequelty, the device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.